Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. Customer stated that they had been in the hospital and had a heart attack. The customer blood glucose level went 1100 mg/dl, about 3 weeks ago, blood glucose with 900 mg/dl. The customer was assisted with troubleshooting. The customer took some manual shots and it started to come down. Customer stated that they did self-test and displacement test, they both passed. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information has been updated related to hospitalization, which was different in the previous report. The two separate hospitalization and additional information about blood glucose value has been included with this report.

Event description:
The customer reported via phone call that they were hospitalized on 2 occasions due to heart attack and hyperglycemia. Blood glucose level went up to 1100 mg/dl during the first hospitalization. Customer stated that three weeks prior to calling was the second hospitalization. Blood glucose was ranging from 980 to 1000 mg/dl and customer was in the intensive care unit. Blood glucose was 350 mg/dl 3 days ago and customer tried manual shots and it helped to get the reading to go down. The customer did not state if auto mode feature was active at the time of the adverse event. The customer was assisted with self test and displacement test and both passed. The insulin pump will not be returned for analysis.